Event description:
It was reported that a malfunction occurred on the pump, with a malfunction code displayed as malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted the caller in resetting the pump, allowing continued use without recurring issues. The caller was advised to contact support if the malfunction code appeared again, and the information was acknowledged and understood.